Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. During investigation, the manufacturer-initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord and also observed customers humidifier heater plate did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Humidifier on indicator cr11 led inoperative. Possibly a faulty led. Missing water tank. 32 errors were logged. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and was unable to address the symptoms specified. Device serviced by 3rdp, device avail. For eval, date returned, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.